Event description:
Event: unresolved type I endoleak. Event: it was reported that a final angiogram demonstrated a type I superior endoleak that was unable to be resolved with ballooning. The patient will be monitored by the physician.